Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The electrode remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the emblem s-ICD electrode device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing on the primary chancel. A follow up was performed as well as x-rays which showed the electrode being in a suboptimal position. The system was reprogrammed into the secondary vector, and a system repositioning was recommended. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient received inappropriate shocks due to low amplitude and t-wave oversensing. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that another episode of inappropriate shock was delivered. It was decided to explant and replace the device. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing on the primary chancel. A follow up was performed as well as x-rays which showed the electrode being in a suboptimal position. The system was reprogrammed into the secondary vector, and a system repositioning was recommended. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient received an inappropriate shock. Troubleshooting was performed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The electrode remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the emblem s-ICD electrode device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing on the primary chancel. A follow up was performed as well as x-rays which showed the electrode being in a suboptimal position. The system was reprogrammed into the secondary vector, and a system repositioning was recommended. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient received inappropriate shocks due to low amplitude and t-wave oversensing. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing on the primary chancel. A follow up was performed as well as x-rays which showed the electrode being in a suboptimal position. The system was reprogrammed into the secondary vector, and a system repositioning was recommended. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient received inappropriate shocks due to low amplitude and t-wave oversensing. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: patient codes. H6: impact codes.